Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after experiencing a syncopal episode the day after lead extraction. EKG strips revealed pacing inhibition due to crosstalk. Programming changes were recommended. Pocket manipulation and isometrics testing was recommended to reproduce noise. No further information is available.